Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer resolved immediate issue by changing infusion set and cartridge, and pump replacement was approved and arranged at request of healthcare provider, with no further troubleshooting performed. There was no adverse impact to the customer's blood glucose level.